Manufacturer narrative:
The investigation of access site bleeding has been completed. The pump was not received for investigation. Based on the clinical details the root cause of access site bleeding is determined to be most likely patient condition because the patient is also oozing from the extracorporeal membrane oxygenation (ECMO) site.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system, section: general patient care considerations: ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had an impella cp pump placed along with extracorporeal membrane oxygenation for the support of a patient. The team did not peel away the 14 french sheath per the medical doctors preference. The team observed bleeding which prompted the team to stop the heparin and give two units of blood. The procedural outcome was the patient survived the surgery.